Event description:
It is reported the screw fractured while being inserted into the cup. The portion of the screw that was already implanted was left in the patient.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
There have been no other complaints received for the screw's manufacturing lot. Given the patient information, this screw fracture appears to have been caused by off-axis loading contributing to an overload fracture. Sem analysis reported, "the screw head sample was fractured by overloading in a ductile mode of fracture." Furthermore, lateral close-up photographs of the returned head showed striations consistent with the screw meeting interference, most likely with the edge of the screw-hole of the shell, suggesting off-axis loading of the screw. Device history records indicate all components were manufactured and inspected to specification.

Manufacturer narrative:
This report will be amended when our investigation is complete.